Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b" to the front therapy electrode (te) cable. Additionally, there was an open between ECG "a" and the front te. The root cause for the open wires was excessive force. No adverse event resulted from the open pulse wires.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it was causing frequent check therapy pad messages.